Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited low pacing impedance and noise oversensing which resulted in an inappropriate auto mode switch (ams). No intervention was made. The patient was stable.

Manufacturer narrative:
Further information was requested but was not received.